Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "poked a hole in his face" occurred.

Manufacturer narrative:
(B)(4).